Event description:
The implant was not going in correctly (no inserter to grab it and guide it). The extractor nicked it so the surgeon refused to use. Due to the problem with the product; surgery was delayed 20 minutes.